Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery the footpedal connected to an ophthalmic operating console was not working and irrigation, ultrasound and aspirations functions were inactive. Surgery was completed in another facility. There was no patient impact.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event pedal stopped working is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be reported under mfg report number: 2028159-2022-01229. The manufacturer internal reference number is: (B)(4).